Event description:
Customer reported the kvp is too high, ma limits need to be adjusted. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the ma limits using rut. System operates as intended. (B) (4).